Event description:
Tesio catheter venous lumen snapped in half during dialysis treatment. Pt suffered minimum blood loss less than 100 cc. Lumen remaining, clamped w/ hemostat. Pt scheduled for surgery. Pt stable; suffered no adverse affects.